Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 07/11/2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report trunnionosis. Part/lot number provided for stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege patient suffered hip pain and problems; excessive levels of chromium and cobalt. Update: 02/26/2016 der received. The patient was revised to address pain. Trunnionosis was noted on the sleeve. Adding the femoral sleeve to the complaint. Update rec'd 3/23/2016: supplemental information received. The stem is being added for the alleged high metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.